Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use in a patient the introducer and a swan ganz catheter were placed in the right internal jugular vein. It was stated that there was no seal between the sideport and the sheath. Therefore, air bubbles were extracted when collecting blood through the sideport. The amount of air could not be confirmed, however multiple air bubbles could be seen. The introducer was placed in water and as air was pumped through the sideport, a leak could be noted between the sideport and the sheath. The introducer was replaced for another using a new insertion site. A new swan ganz catheter was used as a precaution although there was no malfunction reported related to it. There was no allegation of patient injury. The devices were available for evaluation. No patient demographics were available.

Manufacturer narrative:
One hemostasis valve introducer and one 774f75 swan-ganz catheter were returned for examination. The contamination shield was attached to the catheter. The reported event of air leakage issue was confirmed. Leakage was observed from the valve without the catheter inserted. A visual examination found that the duckbill valve was torn. The wiper gasket was not returned. No other visible inconsistences were noticed from the returned unit. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release. Correction- in the initial submission it was erroneously marked that a death occurred. There was no death and no patient complications reported.